Event description:
On (B)(6) 2012, the patient claimed he woke up in an ambulance on (B)(6) 2012 at 12:30 am allegedly due to a malfunction with the animas insulin pump. Reportedly, the pump history is "not making sense." The bolus history showed there was no bolus insulin dose recorded for (B)(6) 2012 and (B)(6), 2012. In addition, the patient indicated there was a priming issue. The patient reported the subject pump shot 20-30 units out after she released the ok button during a prime step. The patient was found unconscious with a blood glucose reading of 29 mg/dl on the day of the incident. The patient was taken to the ER via the emergency medical services and received medical intervention. She was release on the same day at 8 pm. Medical records showed she had a tooth infection that had been ongoing and has been on antibiotics for 6 weeks. The animas representative concluded there was no pump malfunction associated with the alleged event during troubleshooting. This complaint is being reported because, the patient allegedly suffered a hypoglycemic episode and required medical intervention while on insulin pump therapy. The pump was requested to be return for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. There was no activity outside normal use observed in the black box or download history. A review of the black box, bolus and total daily dose history shows no boluses performed on (B)(6) 2012 and (B)(6) 2012. The rewind, load and prime steps were performed on the pump with no alarms noted. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. A force sensor calibration test confirmed the sensor was detecting the correct force. The pump was opened and no damage was found to the force sensor circuit.